Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: a review of the pumps black box revealed multiple no cartridge warnings. The load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration passed within specification. The pump was opened and there was a screw found to be missing on the drive assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.